Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12319. It was reported that a patient presented for a normal pacemaker change procedure on (B)(6) 2021. During the procedure, it was noted that the patient's right ventricular and right atrial leads each had lead insulation breaches on the proximal ends of both leads. Both leads were capped and replaced. There were no patient consequences.